Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Stryker determined through the electronic records that the device powered off as a result of the lid being closed and then reopened. However, it could not be determined if the device was manually turned off and on by the user. The root cause of the reported issue could not be determined. The customer was sent a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device powered off and on during a patient event. The customer advised that the device would beep and start the prompts over. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Stryker determined through the electronic records that the device powered off as a result of the lid being closed and then reopened. However, it could not be determined if the device was manually turned off and on by the user. The root cause of the reported issue could not be determined. The customer was sent a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device powered off and on during a patient event. The customer advised that the device would beep and start the prompts over. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.